Manufacturer narrative:
The customer¿s concerns that an unspecified medication took longer to infuse than what was intended could not be replicated. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No log review could be performed since no device or logs were returned. No testing could be performed since no product was provided by the customer for investigation. No service history record or production failure record was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
(B)(4).